Event description:
Additional information reported the event was attributed to the programmer and the patient felt an abnormal sensation or ¿weird feel ing.¿ reprogramming was performed on (B)(6) 2013. It was stated the ¿weird feeling¿ with pain was referring to his bilateral lower extremities. No serious injury was reported and the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013: product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013: product type extension; product ID 3550-39, lot# n343398, implanted: (B)(6) 2013: product type accessory. (B)(4).

Event description:
It was reported that the patient "gets a weird feeling" when using the welder. Additional information reported that the patient had concerns regarding the device or therapy, but he was working with his physician or manufacturing representative. It was noted that the patient had an appointment on (B)(6) 2013.

Manufacturer narrative:
(B)(4).